Event description:
It was reported that the pump was not infusing and making an odd sound.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No manufacturing or service issues were identified as causes of the customer?s reported problem during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed all labels were intact. During functional check the reported problem was not duplicated. Unable to do accuracy test due to battery depleted alarmed after power up. Found fluid ingression on the pump by chassis base of the expulsor; which possibly damaged the expulsor gasket and caused the consistent delivery issue and noisy. The root cause of the reported issues was found to be fluid ingression. Expulsor assembly was replaced.

Event description:
Additional information received on (B)(6) 2022. Date of the event: unknown did the reported product fault occur while in use with a patient? No did the product issue cause or contribute to patient or clinical injury? No nurse was setting up cadd pump for infusion. Error code appeared. Do not know error code. Pump would not infuse and is making a "whirring" noise. Pump sent for repair.